Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that one of the retainer tubes remained around the intra-aortic balloon (iab) catheter after removing the catheter from the t-handle. This was noticed and removed from the catheter prior to insertion into the patient. There was no reported injury to the patient.

Event description:
It was reported that one of the retainer tubes remained around the intra-aortic balloon (iab) catheter after removing the catheter from the t-handle. This was noticed and removed from the catheter prior to insertion into the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that one of the retainer tubes remained around the intra-aortic balloon (iab) catheter after removing the catheter from the t-handle. This was noticed and removed from the catheter prior to insertion into the patient. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported difficult to remove iab from packaging could not be confirmed by the evaluation. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).